Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: carto 3 system: (s/n (B)(4)); stockert generator: (unknown s/n); coolflow pump: (unknown s/n); thermocool catheter: (unknown lot, catalog # and lot #). (B)(4). No lot number was provided, so a full UDI number is unavailable. The product has not been returned. The product investigation is pending.

Manufacturer narrative:
It was originally reported that a patient underwent an idvt procedure with a navistar thermocool electrophysiology catheter and developed a cardiac perforation which required surgical intervention. The physician noticed that the patient ceased to have a pulse. A perforation was confirmed by x-ray. The patient required a surgical bypass and was reported to be in stable condition at the time the complaint was reported. Additional information was made available, and bwi has been informed that the patient was not stable, and had in fact expired on (B)(6) 2015. A navistar thermocool electrophysiology catheter (lot#17101286m) was used to ablate near the left ventricular outflow tract (lvot) close to the septum, utilizing a retrograde access approach which required crossing the valve. The physician also utilized another ablation catheter at some point during the procedure, a navistar electrophysiology catheter (a separate MDR report will be submitted for this catheter, lot#17118135m), requiring that the catheter cross the aortic valve a total of 3 times. The physician noticed that the patient ceased to have a pulse. As originally stated, the patient required surgical bypass, however, the surgeon was unable to suture nor patch the perforation site. The patient expired in the operating room. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related (specifically, due to difficulties trying to access the left ventricle), and is not due to any malfunction of bwi products. It was noted that this patient had a medical history of vascular disease and had abdominal aortic aneurysm (aaa) repair in the past that may have contributed to this event. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert 70 system: serial# (B)(4). Cool flow pump: serial# (B)(4). Navistar electrophysiology catheter, lot#17118135m. (B)(4). Note: the information for this product has been updated to the following: lot # 17101286m (expiration date: 8/31/2017); product code was updated from ¿d-1257-02-s¿ to ¿d-1197-17-s ¿ (B)(4) the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.

Event description:
It was reported that a patient underwent an idvt procedure with a navistar® rmt catheter and developed a cardiac perforation which required surgical intervention. The physician noticed that the patient ceased to have a pulse. A perforation was confirmed by x-ray. The patient required a surgical bypass and was reported to be in stable condition at the time the complaint was reported. No further information is known although there is no claim of device malfunction. This adverse event is considered to be serious and MDR reportable. The device has not been returned to bwi.